Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, post op was found that the wire rope had been torn off, no patient came to harm. The procedure was completed with no reported injury.